Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause was unable to be determined. Based on previous investigations of similar nature, the failure is likely the results of the following causes: - misassembly of the mini pinch clamps on the centrifuge line - tubing threaded through the mini pinch clamps was askew both of these scenarios can result in the centrifuge contents entering the collect bag.

Event description:
The customer did not test the product as their procedure indicates immediate discard due to the lack of quality standard compliance. Therefore, wbc count is not available for this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.